Event description:
On (B)(6) 2012: upon accessing mediport, unable to obtain blood return. Request for "tube check" via chest x-ray -pa/lat-. Results with fracture of the catheter. The distal catheter is in the left upper lobe pulmonary artery. The proximal portion of the catheter is likely outside of the vein at the infraclavicular region. On (B)(6) 2012: via fluoroscopy, the distal catheter was removed via snare. The remaining mediport was also removed.